Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure, and therefore, not returned to pathway medical technologies for evaluation.

Event description:
The jetstream g2 catheter was used to treat a 25 cm thrombotic diffusely diseased lesion in the common femoral through the popliteal artery. After a total of 10 passes in both the minimum and maximum diameter modes the physician withdrew the device over the wire using the retraction mode. During removal the technician noted the wire was rotating as the device was being pulled back over the wire. At that point it was decided to withdraw the device manually. Balloon angioplasty was then performed and run-off revealed good flow. As the wire was being withdrawn the physician noted resistance that eventually ceased. The post procedure angiogram revealed the guidewire had broken with the radiopaque tip remaining in the toe. After several unsuccessful attempts were made to retrieve the wire it was left in the patient. The patient is reported to be doing fine. It is unclear if the wire break occurred prior to, during or after the use of the g2 device.